Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that through remote transmission, the lead was suspected to be dislodged. The lead exhibited noise, high pacing lead impedance, low sensing and loss of capture. The lead was explanted and replaced. No further information is available.